Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of urinary incontinence, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of urinary incontinence could not be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter, initially implanted in 2008, removed due to recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.